Event description:
Per the clinic, on (B)(6) 2013, the patient underwent revision surgery to excise the excess tissue around the abutment site. IV antibiotics (type and amount not reported) were administered during the procedure. During the procedure the abutment was exchanged. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.